Event description:
Additional information was received: can you please clarify what you mean by "damaged"? Was it worn, cracked, broken into pieces, bent, stripped, cross-threaded, or any device interaction? - cross-threaded, it happens often.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Hld tn 8.25it was reported that during the surgical procedure, the threads of the inserter tip got damaged and was difficult to get off the handle. There was no harm to the patient and no delay in the case.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.